Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown dust contaminant inside the blower box where the filter is placed, on the front panel, bottom enclosure, the blower and blower seal. The manufacturer also found evidence of liquid ingress to the blower and blower box, keratin-like contamination around the blower output seal. The device's downloaded event log was reviewed by the manufacturer and found the following errors e-22, e-101. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown dust contaminant and a dark, unknown substance on the flip lid seal and the flip lid, unknown dust contaminant on the bottom enclosure, the dry box seal, dry box, the bottom cover, and on the heater plate. The manufacturer concludes evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed evidence of contaminant consistent with keratin and liquid igress in the blower and blox of the device. Section d9, g3, h6 has been updated / corrected.